Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. A visual examination of the balloon noted that the balloon had been inflated. A microscopic examination of the balloon material identified that there was a pinhole in the balloon material. The pinhole was located at the location of the proximal markerband. An examination of the balloon material identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres as per wolverine IFU. All blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination identified a kink in the hypotube. The kink was located at 57cm distal from the strain relief. A visual and tactile examination identified no issues. The proximal markerband and tip of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During procedure, the balloon ruptured at 2 atmospheres. Furthermore, the physician seemed to have reported that something was unusual upon opening the box and it was also possible that the proximal end has inflated. The procedure was completed with a different device and no patient injury was reported.

Event description:
It was reported that a balloon rupture occurred. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at 2 atmospheres. Furthermore, the physician thinks that the proximal end of balloon was already expanded when the package was opened. The procedure was completed with a different device and no patient injury was reported.